Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was at school when he collapsed, experienced a seizure and lost consciousness. His cgm displayed 10.0 mmol/l; but his bg was 2.0 mmol/l. Unspecified treatment was provided prior to calling emergency medical services (ems). Ems arrived and transported the patient to the hospital. No details were provided about treatment administered in the ambulance or at the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.